Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "item 6021-0335 with lot code 35427003 was on the outside package label. Item 6021-0537, lot # 35202601 was the implant actually inside the package. "